Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of (B)(6). (B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-00561 pertains to the first resolution clip device and manufacturer report # 3005099803-2016-00562 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during an endoscopic ultrasound (eus) procedure with polypectomy performed on an unknown date. According to the complainant, during the procedure, the first resolution clip failed to release from its catheter. A second resolution clip device was used; however this clip failed to release from the catheter, as well. A third resolution clip device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.